Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6) 7815 national service road suite 600 greensboro, nc 27409 (B)(6) . The complaint ((B)(4)) states: nurse complaint the package was sealed on the dressing. Not used on the patient. A batch record review indicates no discrepancies. Pm logs have been checked and all pm's have been completed. Affected amount: 1pc. Aquacel ag drs 15x15cm was manufactured under sap code (B)(4) and manufacturing lot number 0d03235. Lot # 0d03235 was sterilized under lot 2173-10158a and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with pi12-030 ver.44.0 for machine d4. Visual inspection in accordance with tm-002 was completed at the beginning of the order and then every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 0d03235. There are 2 complaints for the affected lot registered within tw 8.7 however, they are for different malfunction codes. 3 photographs have been received for this complaint issue and have been evaluated in accordance with (B)(4). The photographs confirm the complaint issue, the lot number and the expected product. Event (B)(4)was opened for this issue on doyen 4 with investigation (B)(4). This found that the dead plate setting was incorrect and this led to having curly dressings which would then be caught on the infeed roller and knock the dressings backwards into the seal. The investigation is closed and no further action is required. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the package was sealed on the dressing. The product was not used on patient. Photographs depicting the issue were received from the complainant.